Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported 4 products are involved in this case. According with the additional information received, 2 suture broke during handling and 1 suture during use on the patient. Could you please confirm how many products are involved in this event? [Answer]: four sutures were involved in the procedure in which three were discarded & destroyed by the staff due to suture breakage. The remaining suture (one) eventually worked out (inside patient) as surgery completed by the surgeon "dr. (B)(6)" if more than 3, please confirm the quality deficiency/non-conformance noted with the suture? [Answer]: 4 intact sutures sent from the same box & batch as a result of this event for company analysis. Was there any adverse consequence associated with the patient? No. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify: 2 during handling, 1 during use on the patient. Device return status? Shipping details will be shared shortly. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting on (B)(6) 2022 and suture was used. More than one device is opened during one surgery ( up to 4 devices) as the suture keeps rupturing. Another like device is used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2022. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: three packets of product code w902 were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. Visual inspection of the unopened samples, no defects were found on the packets. The three samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary ¿ photo analysis: visual analysis of the individual image submitted to ethicon for evaluation determined that a sealed package with product code w902 could be observed. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or crimping action of surgical instruments such as needle holders and forceps. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.